Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 500 mg/dl and a high level of ketones. Customer believes the cause to be the insulin "was not strong enough." Reportedly, customer was using humalog u-200. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER a few hours later with the issue resolved and no permanent damage. Customer believes the pump was functioning as intended.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.